Manufacturer narrative:
(B)(4). Device history record review (DHR). The reported device was not returned for analysis, therefore, the reported observation cannot be confirmed. Ring dehiscence in the early pos-operative period is typically a result of an inadequate valve repair in combination with myocardial tissue. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that this bioprosthetic ring, implanted approximately six (6) months, was explanted due to mitral regurgitation as a result of ring dehiscence from the patients annulus. It was reported that a pre-operative tee showed mild impairment of left ventricular ejection fraction (lvef), and severe mitral regurgitation with a dehisced ring. The ring was replaced with a carpentier edwards pericardial valve with no adverse patient effects reported.